Manufacturer narrative:
The device logs were provided to technical support for evaluation. There were no indications of a crash or activation of the internal log. A video was provided to technical support for further evaluation and the customer was instructed to test a known good user interface (ui) on the device to determine if that resolved the issue. The customer confirmed that testing the device with a functional ui resolved the reported issue. A warranty replacement user interface was initiated for the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510(k).

Event description:
Complainant alleged that the unit exhibited a blank screen and failed to display image. Complainant did not indicate that there was any patient invovlement during the reported malfunction.